Event description:
Underwent robotic -davinci- proctectomy. Rectum was perforated and not detected until sepsis infection had developed requiring extended hospital stay and numerous surgeries to clean out the infection and perform a colostomy.